Event description:
A customer contacted beckman coulter inc. (Bec) stating that wash fluid was leaking from the closed tube cap piercing system on the unicel dxc 880i synchron access clinical system (full system). The customer indicated that the piercer wash was not aspirating to the drain. No injury or operator exposure was reported in regard to this event. No erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched (B)(4) 2012 for this event and examined the system. The fse determined that the leak was due to occlusion of the waste fitting by rubber stopper fragments. The fse cleared the fragments from the fitting, which resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. (B)(4).